Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a surgery for patellar dislocation, the osteoraptor screw thread was broken. The procedure was successfully completed, after a non-significant surgical delay using a back-up device in the original drill bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packing process found that the the units are visually inspected as the anchors and sutures are loaded and then they inspect devices for integrity before loading device into pouch. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and blue/white suture material. The anchor has been disengaged from the insertion device, the suture material returned is still through the suture window of the anchor. The insertion device anchor and blue/white suture material have debris on them. A review of the customer provided image finds the complaint device on a smith + nephew product box. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.